Event description:
The following has been reported: biomed reported: serial number: (B)(6). Complaint: after the infusion was done, biomed pulled out the cassette and the resistor drive coupler just keep spinning until biomed pressed the cassette lock release button. Patient involvement: no active infusion: no date/time: 4/1/2025 @ 1354. A preliminary review identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a vr coupler failure. During initial testing, when the vr was pressed, it spun a full 360 degrees stopping periodically as if it was looking for its home position. Internal investigation found the resistor motor had lost its homing. The motor was re-homed and testing passed. Re-homing the motor resolved the error. As the motor was able to lose home already, the resistor drive motor will be replaced due to suspected intermittent failure. Additionally, during internal investigation, it was found that the rear cover o ring was out of the handle groove and the grounding braid located behind the fva assembly was pinched.